Event description:
Impella CP inserted via right femoral artery in a 55 year old male for acute myocardial infarction/cardiogenic shock. The patient¿s comorbidities were not available. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage E (extremis) requiring inotropes/vasopressors and respiratory support prior to the initiation of Impella CP to support left ventricular unloading with concomitant initiation of Veno-Arterial Extracorporeal Membrane Oxygenation (VA ECMO).Best practice recommendations were followed for Impella CP insertion and securement with confirmation of placement via Echocardiography showing the inlet of the Impella properly positioned in the mid-ventricular space, and measuring 3.6 cm from the aortic valve annulus. Subsequent cannulation of VA ECMO followed, as did a reported Intravascular bolus of Heparin for systemic anticoagulation. The partial thromboplastin time (PTT ) lab was >200, well above therapeutic range. An Activated Clotting Time (ACT) was not reported. Serum creatinine lab was high-normal range at 1.2. After moving patient from the cardiac catheterization laboratory table to the stretcher, red tinged urine was acutely noted in the Foley catheter bag. The physician confirmed device placement with Echo and ordered an IV fluid bolus. The Impella CP was confirmed to be functioning as intended at a performance level of 4 with average flows of 2.4 L/min. The purge solution was noted to be 5% Dextrose with Sodium Bicarbonate added.Although there were no pre-procedure Plasma Free Hemoglobin (pfHb) or Alanine Transaminase (ALT) labs reported, roughly 12 hours after initiation of Bi-ventricular mechanical circulatory support, both were significantly elevated with pfHb 299 and ALT 667. The Impella CP was escalated to an Impella 5.5 approximately 7 hours later, and a repeat pfHb remained unchanged at 299, however, the ALT showed slight improvement down to 445. The patient's serum creatinine level also trended upward to a peak documented level of 3.34. The patient had a documented reduction in urine output during this time, ultimately requiring initiation of hemodialysis for renal support.Over the clinical course, there was continued improvement noted in the lab values, with a final reported pfHb of 80, ALT of 138 and serum Creatinine of 1.4. Despite these improvements, the patient's prognosis continued to be poor, with SCAI Shock stage remaining a E (extremis), with inability to wean bi-ventricular mechanical circulatory support and the need for continued inotropic/vasopressor, respiratory support, and hemodialysis. The patient ultimately elected DNR (Do Not Resuscitate) status, and expired after care was withdrawn.The hemolysis was reported after the initiation of bi-ventricular mechanical support in a patient with underlying severe critical illness. The hemolysis did not show improvement following escalation from Impella CP to Impella 5.5 until several days later, making it likely that other factors, including simultaneous cannulation of VA-ECMO, pre-support borderline serum creatinine suggesting possible underlying renal insufficiency, and need for inotropic/vasopressor support, likely contributed to the hemolysis. The death is conservatively being reported on the Impella CP, due to the inability to conclusively dissociate the product from the patient outcome.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.